Event description:
It was reported that pump experienced repeated malfunction alarms with code malf 12, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate insulin delivery if needed until replacement arrived, and tandem technical support arranged for shipment of replacement pump with updated software.